Manufacturer narrative:
It was reported that the patient underwent cystoscopy on 12/11/2008 concurrently with catheter for residual urine; complex urodynamics and leak point pressure due to overactive bladder with urge incontinence and nocturia, possible neurogenic bladder, back pain on the right and history of ovarian cancer. It was reported that the patient underwent a removal of mesh bladder suspension procedure on (B)(6) 2009 concurrently with ingelman-sundberg procedure due to severely overactive bladder exacerbated by a mesh one year ago with a partially neurogenic bladder resulting in urinary retention with anticholinergics. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh, aris and pelvisoft were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and bard pelvisoft was implanted on (B)(6) 2012 along with concurrent sacrospinous ligament vaginal vault suspension, transobturator suburethral sling, urethrolysis, anterior colporrhaphy with dermal graft, posterior colporrhaphy with dermal graft, enterocele repair, and cystoscopy due to grade 3 vaginal vault prolapse, grade 3 cystocele, grade 2 rectocele and recurrent sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.